Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had blood glucose levels ranging from 300 mg/dl and 400 mg/dl. Customer had symptoms of thirst and a headache. Customer treated with the insulin pump. Alarm history showed excessive no delivery alarms. Unable to complete troubleshooting.